Manufacturer narrative:
Date received by manufacturer: 29 october 2019. Date of this report: 13 november 2019. Failure analysis on the returned power switch overlay shows that the power switch panel was tested and no failures were identified.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05sep2019. The customer contacted product support and requested for service repair. The service technician replaced the power switch overlay to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The service technician reported that the led indicator is faulty. The customer reported that the unit was not in use on patient.